Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
While using the brush, a small pin came out of the back of the brush [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, a small pin came out of the back of the oral-b flexisoft or precision clean brush head, and the brush was no longer usable. The consumer reported this had happened earlier with one other brush. No symptoms were reported. Relevant history: the consumer reported previous use of oral-b brushes stating they had been used to satisfaction for some time. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
While using the brush, a small pin came out of the back of the brush device breakage no adverse event no adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, a small pin came out of the back of the oral-b flexisoft or precision clean brushhead, and the brush was no longer usable. The consumer reported this had happened earlier with one other brush. No symptoms were reported. Relevant history: the consumer reported previous use of oral-b brushes stating they had been used to satisfaction for some time. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 19-nov-2017 consumer follow-up via e-mail: the consumer reported that as far as he/she knew, the product was a precision clean brush head. The consumer stated he/she still had the brush head, only the pin was lost. No further information was provided.